Manufacturer narrative:
The quality department was made aware of this incident on day 30 from the first date, a conmed employee had been made aware. Additional time was required to try to obtain additional info to make a determination of reportable. This info was just acquired. We acknowledge filing this report late. A supplemental report will be filed.

Event description:
It was reported "our risk management committee was notified regarding an argon ground pad, (#7-384) that was removed and reapplied by the physician resulting in injury to a pt. The md and rn's involved were not aware that the grounding pads are not recommended for reapplication."